Manufacturer narrative:
(B)(4). Fifteen day after the onset of peritonitis, the patient was discharged from the hospital and the treatment with levofloxacin and heparin was discontinued. At the time of this report the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. The patient was treated with levofloxacin 0.04 g ip three times a day and heparin 1000 units ip three times a day. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.